Event description:
It was reported that the patient had the inflatable penile prosthesis right cylinder removed as the pump would not cycle due to fluid loss from a hole in the right cylinder. A new inflatable penile prosthesis right cylinders was implanted. There were no patient complications.